Event description:
It was reported that the device had an illuminated service light and would not advance past the initial boot up screen, a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio continues to investigate the failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further examined the customer's device and verified the reported failure. Physio then replaced the user interface (ui) to stack flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed ui to stack flex cable assembly was evaluated further where it was determined that the cause of the reported failure was that there were broken solder traces at connector pin designator c2, on connector p21.